Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the pump showed that air needed to be discharged. When the pump switch clip was opened, the connector broke off of the set. There was not any problem or issue reported with the involved infusion pump. There is unknown patient involvement and no report of patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.